Event description:
It was reported that the customer experienced high blood glucose, and the blood glucose reading was 27.4mmol/l. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. It was stated that the cannula was flush, and the customer believes the cannula was not fully inserted in the body. The time, date, and basal rates were correct. The high pressure test was performed and the test failed twice. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. Unable to perform the excessive no delivery alarm test due to prime anomaly.